Manufacturer narrative:
The complaint lens has been returned to b&l and is currently being evaluated. Results will be submitted to FDA in a supplemental report. (B)(4).

Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens. Subsequently the lens was explanted and replaced with an anterior chamber intraocular lens (acl). No additional information provided. Additional information has been requested but not yet received. A supplemental report will be submitted to FDA if additional information is provided.